Event description:
Dry mouth/congestion/lungs; found out about philips dreamstation recall 4 months after philips put out a notice. Used 3 yrs-constant congestion; on going lung issues, complicated. FDA safety report ID# (B)(4).